Event description:
It was reported that there is some type of residue inside the bd 20ml luer lok syringe. The following was received from the initial reporter: customer states that there is some type of residue inside the syringe.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: twenty samples and photos received by our quality team for investigation. Through visual inspection, liquid can be observed inside the syringe. Further evaluation was performed to identify the liquid through fourier transform infrared spectroscopy, liquid appears to be silicone. A device history review was performed for reported lot 2339640 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for samples sent and found to be within specification. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
Additional information received mat#: 303310 batch#: 2339640 it was reported by customer that there is some type of residue inside the syringe. Rcc received a complaint via phone. Pir attached mds-received via phone call on (B)(6) 2023. Customer states that there is some type of residue inside the syringe. (B)(6) hospital point of contact: (B)(6) email: (B)(6) phone#: (B)(6) address . (B)(6) ref (B)(4) lot#: 2339640 doe: on (B)(6) 2023 noticed before use samples available additional information from customer on (B)(6) 2023 how many occurrences of syringe(s) affected in this event? Unknown amount. We found more than a dozen syringes when the overwrap was removed. We didn¿t open all syringes from that lot. Was there any delay of, or change in, the course of treatment due to this event? Yes. Was there any medical intervention due to this event? No. Are you able to provide photo(s) of the sample? Yes. Please see attachments.